Event description:
The patient initially underwent treatment for an abdominal aortic aneurysm (aaa) through the implantation of an afx vela stent, the specific date of which remains undisclosed. It was reported that the patient was diagnosed with a type 3 endoleak and sac enlargement. The attending physician opted for a re-intervention, during which a non-endologix device was utilized. The final patient status remains unknown. The final patient status was not made available to endologix.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Reference (mw5146667). Device iteration is unknown.